Event description:
A report has been rec'd from a hemodialysis user facility reporting a suspected allergic reaction. The facility was called for info on the event. It was learned, in speaking with the reporter of the event, that this pt was brand new to dialysis. Apparently, this pt had experienced shortness of breath since starting dialysis in (B) (6) of this year. Initially the facility thought that the shortness of breath and new onset of a cough was due to copd. The reporter also commented that the pt seemed to slowly do better. Then for this incident, the pt had started dialysis when the pt became short of breath and went unresponsive with no pulse or respirations. CPR was started. Facility used an AED. The unresponsiveness duration was 2 minutes. 911 was called and the pt was then transferred to the ed and was admitted for further eval. The nurse reported that there was no cardiac arrest, however, a pulse was maintained during the event of between 20-30s. The pt was discharged and returned to this unit where the same dialyzer was used again on (B) (6) 2010. It was reported that the pt exhibited shortness of breath and coughing. It was also reported that the pt was pre-medicated, however, did tolerate the dialysis treatment and completed the dialysis treatment with this dialyzer. The pt has now been placed on a different brand of dialyzer without further incident with the symptoms completely resolved. There are no samples and the lot is unk.

Manufacturer narrative:
(B) (4). (B) (4). (B) (4).